Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported by the affiliate that during a pd procedure, the tissue pad already fell out before it was used. Another like device was used to complete the procedure. There was no patient consequence.